Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What was the users experience with the device? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the stapler only fired half of the staples. The doctor had to suture the half that was not stapled to finish the operation. There were no adverse consequences for the patient reported.